Event description:
It was reported that a customer¿s pump screen failed to turn on, indicating a malfunction. The customer declined to provide their blood glucose level at the time of the issue, so no impact could be assessed. Tandem technical support arranged to replace the pump and instructed the customer to return the faulty pump with a prepaid label. The customer understood these instructions and acknowledged them, and no backup therapy was available, prompting the customer to contact their healthcare provider.